Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that over the course of two weeks, this patient experienced increasing infection symptoms around the device pocket, such as swelling and exudate. The physician elected to surgically explant this device and the right ventricular lead to resolve the event. The patient refused a replacement system. The system was discarded and will not be returned for analysis. No additional adverse patient consequences were reported.